Manufacturer narrative:
Philips service returned the system to use and advised monitoring its behavior during clinical cases. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that images were freezing during use, and the application program became nonfunctional on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.